Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2010 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2010 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with symptomatic incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a large hernia sac and incarcerated omentum were identified and excised. A ventralex patch was placed and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia and pain thereby underwent open repair with explant of ventralex patch with implant of synthetic mesh. Per operative notes, ¿a large inflammatory mass of hernia sac was identified, the ventralex patch was incorporated into it and crumbled up with hernia defect. This entire inflammatory hernia sac with mesh was excised and implanted with synthetic mesh.¿ attorney alleges that the patient had hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.